Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5095610) on 12-aug-2020. The most recent information was received on 31-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('I had experience in the past abdominal cramping which I assume it was related to menstrual cycle') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she considers herself a healthy person, she has no allergies and did not taking any medication ever. Concomitant products included ascorbic acid, fish oil and vitamin b12 nos. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced headache ("severe headache"), pelvic pain ("its been abdominal pain/severe pain") and menstrual disorder ("abnormal cycles"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability and medically significant) and abdominal pain ("its been abdominal pain/severe pain"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, headache, pelvic pain, menstrual disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter considered abdominal pain, headache, menstrual disorder and pelvic pain to be related to essure. The reporter commented: FDA report: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Patient had undergone tests (cholesterol, blood pressure) to relate why she's having headaches and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5095610) on 12-aug-2020. The most recent information was received on 12-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('I had experience in the past abdominal cramping which I assume it was related to menstrual cycle') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she considers herself a healthy person, she has no allergies and did not taking any medication ever. Concomitant products included ascorbic acid, fish oil and vitamin b12 nos. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced headache ("severe headache"), pelvic pain ("its been abdominal pain/severe pain") and menstrual disorder ("abnormal cycles"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability and medically significant) and abdominal pain ("its been abdominal pain/severe pain"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, headache, pelvic pain, menstrual disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea with essure. The reporter considered abdominal pain, headache, menstrual disorder and pelvic pain to be related to essure. The reporter commented: FDA report: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Patient had undergone tests (cholesterol, blood pressure) to relate why she's having headaches and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) (non-serious incidents) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: reporter's age added. She considers herself a healthy person, she has no allergies and did not taking any medication ever. Two events added (non-serious) pelvic pain, menstrual disorder. Headache start year was added. She was treated with paracetamol (tylenol). Patient had undergone tests (cholesterol, blood pressure) to relate why she's having headaches and abdominal pain. The reporter considered headache, menstrual disorder and pelvic pain to be related to essure. Event its been abdominal pain/severe pain split into abdominal pain and pelvic pain. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5095610) on 12-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('I had experience in the past abdominal cramping which I assume it was related to menstrual cycle') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, fish oil and vitamin b12 nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability and medically significant) and headache ("severe headache"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea and headache outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and headache with essure. The reporter commented: ¿the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.